Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician successfully implanted two (2) cypher 3.0 x 33 mm stents to the proximal/mid left anterior descending (lad) target lesion. The approach was radial and the procedure was done without a catheter sheath introducer (csi). The next target lesion was the proximal-distal circumflex. The physician used an apex 3.25 x 15 mm balloon catheter for pre-dilation but encountered strong resistance/friction with the 7.5 fr. Spb3.5 guiding catheter at the second curve. The physician pushed the balloon catheter forcibly and was able to pre-dilate the target lesion. The physician then attempted to deliver a cypher 3.5 x 33 mm stent to the target lesion but encountered strong resistance/friction at the same point in the guiding catheter and would not cross the target lesion. The cypher stent delivery system (sds) was removed successfully from the patient. The product was inspected and the distal stent struts were noted to be flared and the stent was misaligned on the sds-pushed three (3) mm towards the proximal end. The physician then used an endeavor 3.5 x 30 mm stent but encountered the same resistance/friction with the guiding catheter and the product was removed from the patient and was also noted to have uplifted stent struts. The physician then delivered a taxus 3.5 x 23 mm stent to the target lesion to successfully complete the procedure even though the same resistance/friction with the guiding catheter was encountered. There was no reported patient injury. The physician's comment was that there was no deformation of the guiding catheter noted upon visual inspection.

Event description:
Per the audiologist, the patient was explanted due to the electrode array being inserted into the vestibule and not the cochlea. Therefore the device will no function correctly.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).